Event description:
An optometrist reported patient with dry eyes and rapid tear breakup time at three month lasik post-operative visit. At visit pt is "unhappy with quality of vision" and complained "visual acuity changes in different light changes." Add'l info has been requested. This report is for the right eye, and add'l report will be filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. Add'l info has been requested. (B)(4).